Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board, image processor board, and the display adaptor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor goes black during boot up. This resulted in a total loss of imaging of functionality. There is no report of injury or death associated with this event.